Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05091. It was reported that a burr stuck on rotawire occurred. The target lesion was located in the proximal left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, when the catheter was removed from patient after a few runs, it was noted that the burr became stuck on the rotawire. The procedure was completed with another burr and a different wire. No patient complications were reported and the patient was perfectly fine.